Event description:
It was reported that the patient received a shock after going through a metal detector. There was an abrupt shock and the patient's back still hurt after this incident. This occurred last friday ((B)(6)). The patient no longer felt stim @ his normal amplitude of 3.0volts on program 1. They thought system needed reboot. The patient programmer was reading ins fine - showed program @ 4.2 v and ins was off. The reporter had talked to the managing healthcare provider and received some instruction to adjust programs and increase amp. This was done yesterday with no sensation. It was later reported on (B)(6) 2013 that the patient was having an overstimulation sensation. The patient was admitted to the hospital due to pain in rectum and going down leg. The patient had seen the managing healthcare provider and told patient everything was working correctly. The patient felt fine with stim on, program 1 @ 3.0v. Approx. 40 min later, the patient started to feel the pain in rectum and down leg. There were no events of trauma during this time. The patient was brought in to the ER for the pain and wanted to check if ins was off. They interrogated ins with the patient programmer and found the ins was on. Several minutes after turning off, the patient was still feeling the pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28 lot# v823874, implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
It was reported the poor communication screen was seen.

Manufacturer narrative:
(B)(4).